Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, the trunk cable was cut, damaging the yellow (pgnd) wire inside the trunk cable. The cause of the code 204 is a disruption in communication between the monitor and belt. The cause of the disruption in communication is the damaged cable and wire. The root cause of the damaged cable and wire is physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204.